Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a semi-urgent transfemoral tavr for native aortic valve position in a dialysis patient, a 14f esheath was inserted via a puncture obtained on the right femoral artery. A commander delivery system was inserted after esheath insertion. When the delivery system reached the iliac artery, injury of femoral artery occurred. Since the delivery system could not be pulled back, an emergency laparotomy and repair with an artificial blood vessel were performed. The delivery system was removed. A new kit was used, and the procedure was completed. The following week (exact date unknown) the patient expired. The cause of death was unknown. The patient was a male with a history of dialysis. The device was discarded at the hospital and not returned for evaluation.

Manufacturer narrative:
Add h.6 codes. The device was discarded. Additionally, no images were provided for analysis. As there was no lot number provided, a device history record (DHR) review and lot history review were not able to be performed. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. As the event were unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no corrective and preventative actions are required. Additionally, since no product nonconformance or IFU/training manual deficiencies were identified, a product risk assessment (pra) escalation is not required. The events were unable to be confirmed due to unavailability of returned device and /or applicable imagery. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the complaint description, 'when the delivery system reached the iliac artery, injury of iliac artery occurred.' It is possible the sheath was not positioned properly, contributing to the iliac artery injury and subsequent withdrawal difficulty. Per the training manual, the sheath tip should be positioned past the aortic bifurcation as this can increase the risk of damage to the vessel. Additionally, per the case notes, 'the patient's access vessel was hard when the device was accessed.' It is possible calcification was present in the patient's access vessels, which can interact with the valve during withdrawal. This interaction, in addition to excessive device manipulation to counter the withdrawal difficulty, may have resulted in the valve dislodging from the balloon. Because neither imagery nor information about patient vasculature was provided, a definite root cause is unable to be determined at this time. Available information suggests patient (calcification) and procedural factors (sheath tip not past bifurcation/excessive manipulation) contributed to the reported event.

Manufacturer narrative:
Corrected b.5, h.6 based on additional information received. Investigation is ongoing.

Event description:
As reported by the edwards japanese affiliate, during a semi-urgent transfemoral tavr for native aortic valve position in dialysis patient, a 14 fresheath was inserted via a puncture obtained on the right femoral artery. During sheath and commander delivery system insertion, resistance was felt. When the delivery system reached the iliac artery, injury of iliac artery occurred. Since the delivery system could not be pulled back, an emergency laparotomy and repair with an artificial blood vessel were performed. The delivery system was removed, however, the valve remained in the iliac artery. The valve was deployed with a balloon in the iliac artery. There was significant bleeding during the procedure, and the bleeding was hard to stop. Also, cardiac arrest occurred during the procedure, and the patient's general condition deteriorated. However, resuscitated after cardiac arrest, a new kit was used, and the procedure was completed. On postoperative day (pod) 3, the patient expired. The cause of death was deterioration of general condition. CT evaluation was not performed due to semi-urgent tavi, however the condition of access vessel was 'bad'. The device was discarded at the hospital and not returned for evaluation.